Event description:
The product was implanted in 2005 and removed on or about 3 or 4 months later. This is when the dr noticed a portion of the catheter had broken off and adhered to the vessel wall. The piece was left in patient. Now the patient is experiencing infecton in the leg from the catheter. Patient has been off and on antibiotics and will not put any pressure on the foot. The rn can see the tubing in the patient's leg moving up and down.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.